Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 05-nov-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the simplicity corresponding to this complaint was received inside the open sterilization pouch. The original folding carton, implant identification card, implant notification card, and patient stickers were also received. During a visual inspection, the device was inspected under magnification. The handpiece was received with the plunger rod advanced to the lens stuck in the cartridge. Viscoelastic residue was observed throughout the cartridge. The cartridge was bent and torn where the lens was stuck. No issues were identified with the lens module, device assembly, and plunger rod advancement. The plunger rod and plunger rod tip was bent. The lens could not be removed from the cartridge for evaluation; however it was observed to be torn and damaged. No further evaluation was performed. The complaint issue "stuck in cartridge" was identified during product evaluation; however, complaint issue "dc-cartridge tip cracked/damaged" was not identified during product evaluation. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The cartridge tip of the dib00 model intraocular lens (iol) was bent and did not load properly; there was patient contact with the cartridge tip. There was no incision enlargement, no patient injury, no suture(s), and no vitrectomy during the procedure. A third back-up lens was used to complete the procedure. No further information is available.

Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.